Manufacturer narrative:
The device serial number has not yet been received by the customer but will be reported with the follow up MDR.

Event description:
The user is questioning why the device did not shock during a patient use event. Multiple sets of pads and a fr3 device were used. The patient did not survive.